Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp; kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was scheduled for a revision surgery on (B)(6) 2021 due to screw head come off. Originally, the patient had primary spinal fusion at 3a-3b (treating thoracic myelopathy after decompression) on (B)(6) 2021. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) cortical fix x-tab 6x40mm ti. This report is 1 of 4 for (B)(4).